Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -7.0 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023, for a lens two sizes shorter in length due to excessive vault. This resolved the problem. Cause of event reported as unknown.